Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material/dirt was unable to be identified. Although it was confirmed dirt (foreign material) was inside lg-lens, the foreign material was not on an external surface of the device. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the reported event is likely due to the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light guide lens was dirty. Additionally, the insulation resistance value was out of standard due to the broken connecting tube, the waterproof had failed due to the cut connecting tube, bending section cover adhesive was broken connecting tube was corrugated, electrical connector was corroded, the suction cylinder was peeled off, and the scope cover was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope there was leakage from the insertion part. The issue was found during preparation for use for a diagnostic procedure, which was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was dirt inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.